Manufacturer narrative:
As reported, an expired bard/davol optifix at fixation device inadvertently implanted into the patient. There was no reported patient injury. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in august, 2020. Should additional information be provided, a supplemental MDR will be submitted. Not returned - remains implanted.

Event description:
As reported during a laparoscopic inguinal hernia repair procedure, on (B)(6) 2021, the bard/davol optifix at fixation device was used. As reported it was discovered after implant that the device had a labeled expiration date of 28-jun-2021. It was reported that the surgeon decided not to remove it after weighing the risk/benefits. There was no reported patient injury.